Manufacturer narrative:
Additional information: h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30 minutes after starting treatment with polyflux 140h dialyzer, the patient experienced facial flushing, vomiting, low blood pressure, and conjunctival edema. Treatment was stopped. The patient was administered intravenous "hormone drugs" and vital signs were monitored. Treatment was restarted with a non-vantive dialyzer and completed. No additional information is available.